Event description:
Patient had mobility, possibly overloaded? Delivered screw retained cantilever bridge on (B)(6) 2022. Patient returned (B)(6) 2022 with complaint "implant loose." Dr. Removed it, implant crown as one.